Event description:
It was reported that during a surgical procedure, the tunneling device on one of the extensions broke while tunneling. A piece of the obturator that fits in the tunneling tool actually broke off and a piece got stuck in the tunneling tool. A different tunneling tool was used which worked fine. The reporter indicated that the patient was fine and the outcome was fine.

Manufacturer narrative:
Final analysis of the obturator found that it was broken at the injection mold gate. Small cracks were observed within the material at the gate. Injection mold gates with non-uniform surfaces are more likely to fail when bending.

Manufacturer narrative:
Product ID neu_tunnelingtool, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).